Manufacturer narrative:
The reported event was addressed with phone support. Field service engineer (fse) spoke with the customer and explained that there is a two-way street between a universal surgical manipulator (usm) and a surgeon side cart (ssc) joystick that exists when the present sensor in the ssc detects that the head is in place. Customer indicated that she understood that bedside movement to the usm¿s could cause the joystick to move and that letting go of the joystick could also cause bedside drift. Customer confirmed with fse. This explanation of ssc and patient side cart (psc) function appropriately explained the confusion that occurred when the issue was initially called in. Customer confirmed with fse that there have been no subsequent incidents that had caused confusion over the last week and a half worth of cases. In light of this explanation and lack of any additional issue, customer was comfortable to close the case. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy with endometriosis surgical procedure, the universal surgical manipulator (usm) 1 pitched forward while changing the instrument. The procedure was completed with no patient harm.